Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device e(vcd) burst during the ballooning process. There was no reported patient injury. The device was intended to be used in a transarterial chemo embolization (tace). Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in the manufactured position, fully covered by the sealant sleeves, with no abnormal conditions observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was noted to be deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was evaluated during an inflation/deflation functional analysis; however, a loss of pressure was observed during inflation, consistent with the reported event. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the very limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, handling factors, access site vessel characteristics (which was not provided) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device e(vcd) burst during the ballooning process. There was no reported patient injry. The device was intended to be used in a transarterial chemo embolization (tace). The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.